Manufacturer narrative:
Visual analysis was performed on the returned device. The reported difficulty to remove torque device could not be confirmed as the torque device was not returned for the analysis. However, the reported material separation was confirmed. The separation was noted at the proximal tube. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation determined that the reported difficulty to remove torque device resulting in the reported material separation was related to circumstances of the procedure. It is likely that during torque removal, damage to the guidewire occurred resulting in the reported material separation. The cause of difficulty to remove torque device could not be determined. It may be possible that inadvertent damage occurred to the device; however, without having the device to examine, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a target lesion in the left anterior descending (lad) artery. The pressure wire x wireless device was prepared for use and no issues were noted. After advancement into the patient anatomy, the torque device became stuck on the pressure wire x. During attempts to remove the torque device, the pressure wire x separated at a location outside the patient anatomy. All portions of the pressure wire x were removed. There was no adverse patient effect or clinically significant delay. A second pressure wire x was used to continue and complete the procedure successfully. No additional information was provided.